Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57 (mg/dl). Reportedly, the customer attributed their bg level to delivering more insulin than necessary during a food bolus. Food was consumed to address bg level. Low bg troubleshooting was declined due to customer knowing the cause of their low bg level.